Event description:
I had multi-level cervical fusion and diskectomy and foraminotomy performed by spine surgeon at (B)(6) utilizing interbody spacer and bmp. I had post-operative swelling, hoarseness and choking. Several months later my symptoms grew worse, pain in my neck, hands, legs and was so severe I had f/u remedial surgery when imaging revealed bone growth compressing my spinal canal. So I had a c4-7 laminectomy with instrumentation.